Event description:
Invalid result(s): when the customer performed the test correctly, no results appeared in the result window. The test cassette had no control line, covid line, flu a or flu b, no lines at all. The customer was able to send a picture of the test cassette.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.